Event description:
It was reported that intra-operatively, a new device was attempted to be implanted. However, the device did not display normal function when connected properly to the lead. The physician elected to use a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.